Event description:
It was reported that the patient was having pain where the wires were implanted in her spine, a fever on/off for the past few weeks, and had been admitted to the ER at the recommendation of her primary care doctor. It was also reported that the device was not working right and the patient was about to have surgery to correct it. The ER physician was going to do blood work to help diagnose with regards to possible epidural abscess. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377660, lot# v017176, serial#, implanted: 2007 (B)(6), explanted: product type lead, product ID 377660, lot# v016348, serial#, implanted: 2007 (B)(6), explanted: product type lead, product ID 37742, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type programmer, patient. (B)(4).